Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not displaying quantity for loaded medications. A technical support specialist (tss) verified that the server medication inventories matched the device inventory and confirmed that the device was syncing correctly. The tss attempted multiple contact numbers and sent a follow up email. The tss later received confirmation that the case could be closed, as no issues were found on the enterprise server and the medication configuration would be reviewed separately.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es sci-2 was not displaying quantity for loaded medications. However, there were no delays or adverse events or injuries reported based on this event.